Manufacturer narrative:
The insulin pump was received with no button response due to flattened act button keypad dome. The keypad connector found closed properly during our visual inspection. No black circle. Unable to perform the displacement test due to keypad anomaly. The insulin pump has minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl.the customer stated that the buttons are not responding at all. Customer was advised was advised to change the battery one more time and leave it out 5 seconds before putting a new one. We confirmed that the screen was not frozen as the time progressed. The circle was open then changed to close and the buttons still will not respond. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.